Event description:
Pt with sick sinus syndrome and cardiac arrythmias. Do not resuscitate pt with documented evening confusion and history of previous falls both at home and in the hosp. Restrained in safety vest restraint. Checked at 0500; found at 0725 slumped on the floor against the bed still in the vest secured to the bed, without pulse or respirations.